Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received in inappropriate shock due to noise on the ventricular channel. Patient was asymptomatic. Noise was not reproducible in clinic. No further information.